Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient had breakfast and his cgm was reading 240 mg/dl. The patient was having no symptoms at this time. The patient then fell asleep. Sometime later, a friend of the patient¿s found him unconscious on the floor. The patient¿s friend called 911 and tested the patient¿s fingerstick via his bg meter and it was reading 35 mg/dl, while the dexcom receiver was reading 200 mg/dl. The patient was transported to the hospital via ambulance. The patient is unaware of what medications were used to treat him by the paramedics and during his hospital visit. The patient was discharged from the hospital 4 days later, on (B)(6) 2023. At the time of the report, the patient was fine. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator prior to the hypoglycemic event. The reported glucose values during the time the patient passed out fall within the e zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.